Event description:
The manufacturer received information alleging a ventilator's pressure was out of range. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pressure was out of range. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam was found to be partially detached and blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. Additionally the patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. Previously b1, b2 and h1 was not checked. It is updated in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information a ventilator's pressure was out of range. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam was found to be partially detached and blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.